Manufacturer narrative:
Additional information for activ.a.c.¿ ion progress¿ remote therapy monitoring system serial number (B)(4): unique identifier (UDI) #:(B)(4). Device manufacture date: 21-may-2018. Lot #: kci was provided two v.a.c.® granufoam silver¿ dressing lot numbers. It is unknown which lot number is associated with the alleged event. Other (code unspecified: the v.a.c.® granufoam silver¿ dressing was not returned for evaluation. Based on information provided, it cannot be determined that the alleged infection, erythema, and tenderness are related to the v.a.c.® granufoam silver¿ dressing. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Disposable components of the activ.a.c.¿ ion progress¿ remote therapy monitoring system including the foam dressing (v.a.c.® granufoam¿ dressing, v.a.c.® granufoam silver¿ dressing, or v.a.c. Whitefoam¿ dressing), tubing and drape are packaged sterile and are latex free. Infected wounds with v.a.c.® granufoam silver¿ dressing: in the event of clinical infection, v.a.c.® granufoam silver¿ dressing is not intended to replace the use of systemic therapy or other infection treatment regimens. V.a.c.® granufoam silver¿ dressing may be used to provide a barrier to bacterial penetration. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: -ischemia to the incision or incision area -untreated or inadequately treated infection -inadequate hemostasis of the incision -cellulitis of the incision area. Additional precautions for v.a.c.® granufoam silver¿ dressing -topical solutions or agents: when using the v.a.c.® granufoam silver¿ dressing ,do not use topical solutons or agents that may have adverse reactions with silver. For example, saline solutions may compromise the effectiveness of the v.a.c.® granufoam silver¿ dressing. Contraindications: -sensitivity to silver (v.a.c.® granufoam silver¿ dressing only).

Event description:
On (B)(6) 2020, the following information was reported to kci by the patient: on (B)(6) 2020, v.a.c.® therapy was placed on hold allegedly due to an infection and irritation from the v.a.c.® drape. The patient also reported pain with removal of the v.a.c.® granufoam silver¿ dressing. On (B)(6) 2020, the following information was reported to kci by the physician: on (B)(6) 2020, v.a.c.® therapy was initiated. On (B)(6) 2020, the physician noted, "on examination, the abdomen was soft, flat, obese, and now moderately tender along the wound edges. The wound edges are more erythematous but are not more indurated than during her last visit; however, new pustular lesions scattered throughout the entirety of the cephalad and caudal 2-3 cm wound edges. The patient appears to have a possible streptococcal impetigo superinfection given the moisture from the vac as well as the fact that doxycycline is not very effective against streptococcus." The physician placed an alternate dressing to allow wound edge moisture from the dressing to subside. Additional antibiotics were added to the patient's present prescription with orders to resume v.a.c.® therapy once pustules resolved. V.a.c.® therapy was resumed on (B)(6)2020. Device history record reviews for the v.a.c.® granufoam silver¿ dressings lot numbers 5699901v003 and 5468888v003 are currently pending completion.

Event description:
On 05-jun-2020, device history record reviews for v.a.c.® granufoam silver¿ dressing lot numbers 5699901v003 and 5468888v003 were completed. All end release testing of product and packaging met specifications.

Manufacturer narrative:
Additional information for v.a.c.® granufoam silver¿ dressing lot 5468888v003: d4 expiration date: 31-aug-2020. H4 device manufacture date: 12-sep-2018. Based on the additional information obtained regarding the v.a.c.® granufoam silver¿ dressings, kci's assessment remains the same: it cannot be determined that the alleged infection, erythema, and tenderness are related to the v.a.c.® granufoam silver¿ dressing.

Event description:
On 17-jan-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On 12-aug-2020, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
H6: codes updated to reflect current adverse event codes. Based on the additional information obtained regarding the activ.a.c.¿ ion progress¿ remote therapy monitoring system, kci's assessment remains the same: it cannot be determined that the alleged infection, erythema, and tenderness are related to the v.a.c.® granufoam silver¿ dressing.